Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a poor communication screen and was not feeling stimulation. A troubleshooting attempt was carried out by repositioning the antennaand turning the screen off and on, which enabled the patient to connect to the ins right away. A confirmation was made that the stimulation was on and the settings were increased from 2.5 to 2.8. Return of symptoms, difficulty going, swelling, kidney issues, and retention were reported as symptoms that resulted from the issue. There were no further complications or anticipations reported with this event.